Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Per customer complaints: she is calling to see when she received her item from away and she thought that there were two items in there. She is concerned that these would be top guards and not bottom ones on the product because they do not look the same. Please call back after 4:30 central time. The harder part separated but when she got the new one the bottom part separated. On (B)(6) 2013 consumer was on another line and her husband said the she could give me a call back. The very first one that she got months ago was much different from the one she has received now. Per customer complaints requested replacement.